Manufacturer narrative:
The device ro15067 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during servicing rosa device shutdown several times at the beginning of the registration phase.

Manufacturer narrative:
Following the investigation, the root cause of both communication errors cannot be determined.